Event description:
International affiliate reports that the suture broke away from the knot. This occurred during an unspecified surgical procedure. There are no reported adverse consequences to the patient related to this event.